Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file ((B)(6) 2019). The log file captured an atypical no external power alarm at 14:42:07 on (B)(6) 2019. The alarm activated despite the controller appearing to be connected to the power module via the white power cable. The voltage levels at the time of the alarm were lower than expected for a controller connected to the power module; however, the voltages did not decrease to the levels that would normally activate a no external power alarm. No other notable alarms or atypical voltages were captured in the log file. The log file first captured the controller operating a pump on (B)(6) 2019 at 17:37:29; prior to this event, the driveline had not been connected to the controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. A request was made to obtain additional event information (including the serial number of the system controller); however, the information was not provided. The system controller was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a no external power alarm. No further information was provided.